Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the catheter was in two pieces with the stent still attached to the balloon. The proximal portion measured 136.5cm and the distal portion measured 32cm in length. Dried blood was present throughout the inflation lumen. The mid-shaft was stretched, twisted and flattened. Both ends of the mid-shaft separation appear to be jagged indicating stress induced tensile failure. The guidewire exit notch bond (port weld) is stretched and necked down on both sides. The balloon was tightly folded, the stent was moved distally. The stent had an overall length of 7cm of which 5mm did not appear to have been stretched. The hypo-tube was kinked and tip damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement and shaft break occurred. Access was obtained through the right femoral artery. The 99% stenosed target lesion was located in the moderately tortuous diagonal (dx) artery. The lesion was predilated with a 1.5x9mm maverick2 balloon catheter which reduced the stenosis to 50%. Next, a 28x2.25mm taxus liberte atom stent delivery system (sds) was advanced but it could not pass through an unknown stent. The taxus liberte sds was pulled back into the guide catheter and the stent dislodged. It was also reported that the shaft broke into two pieces. The sds was removed and the stent was lodged on the wire in the left anterior descending (lad) artery. The stent was retrieved with a goose neck snare. No additional intervention was performed on the dx. No additional patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement and shaft break occurred. Access was obtained through the right femoral artery. The 99% stenosed target lesion was located in the moderately tortuous diagonal (dx) artery. The lesion was predilated with a 1.5x9mm maverick2 balloon catheter which reduced the stenosis to 50%. Next, a 28x2.25mm taxus liberte atom stent delivery system (sds) was advanced but it could not pass through an unknown stent. The taxus liberte sds was pulled back into the guide catheter and the stent dislodged. It was also reported that the shaft broke into two pieces. The sds was removed and the stent was lodged on the wire in the left anterior descending (lad) artery. The stent was retrieved with a goose neck snare. No additional intervention was performed on the dx. No additional patient complications were reported and the patient's status is fine.